Event description:
It was observed that during the device evaluation, the subject device exhibited no image due to an issue with the charge coupled device and outer tube had dents and scratches. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube had dents and scratches, and no image was caused due a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.